Event description:
It was reported that the user experienced hyperglycemia after eating lunch and forgetting to announce the meal while using the ilet bionic pancreas, with the highest reported glucose of 335 mg/dl and glucose remaining above range for several hours before returning to target without back-up therapy or medical intervention. Symptoms included no reported acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no functional impairment, disability, or required medical treatment, and glucose subsequently returned to and remained within the normal range per device data review. Investigation included review of device-reported glucose trends and case documentation. Investigation of this case revealed user-related use error due to a missed meal announcement, with the device otherwise functioning as intended. It was concluded that the event was attributable to user error rather than a device malfunction, and that the device performed within its design specifications. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.